Event description:
It was reported that the bd¿ syringe tip cap bulk sterile convenience pak had black foreign matter on the tip cap before use. The following information was provided by the initial reporter: "foreign material on tip cap. There is foreign material(black) on the tip cap."

Manufacturer narrative:
H.6 investigation summary: one photo and one loose white tip cap in a plastic bag were received. The sample was visually evaluated. The tip cap was observed to have multiple black foreign matter particles embedded in the plastic. Some of the particles were larger than level 3 in size, which is rejectable per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. No additional corrective actions are necessary based on the defective rate identified. Batch 9078944 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe tip cap bulk sterile convenience pak had black foreign matter on the tip cap before use. The following information was provided by the initial reporter: "foreign material on tip cap. There is foreign material(black) on the tip cap."